Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The amplifier stopped communicating with the computer during a procedure. Troubleshooting could not resolve the issue and the procedure was cancelled with the patient remaining in flutter. There were no adverse consequences to the patient.